Event description:
It was reported that prior to use foreign matter was discovered in the barrel with a bd syringe 1ml ls 200 s/c. The following information was provided by the initial reporter: it was reported that that a black foreign substance was found adhered with the barrel of the syringe.

Manufacturer narrative:
Investigation: four photos and one 1ml syringe in a fully sealed blister pack confirmed to be form batch 9081868 (p/n 309659) were received and evaluated. It was observed the stopper was jammed between the plunger rod and the barrel in the middle of the syringe and is rejectable per product specification. Machine logs indicate adjustments were made to the assembly machine during the manufacture of this batch. Adjustments were made to the component directly involved with the plunger rod and barrel assembly since the manufacture of this batch. Potential root cause for the jammed stopper defect is associated with the assembly process. This is most likely caused by a misalignment between the plunger rod and barrel dials. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the barrel with a bd syringe 1ml ls 200 s/c. The following information was provided by the initial reporter: it was reported that a black foreign substance was found adhered with the barrel of the syringe.